Manufacturer narrative:
The alert date, on the 3500a supplemental medwatch #2 was noted as (B)(4) 2012. However, this date was inadvertently provided incorrectly and should have been noted as (B)(4) 2012. Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered multiple events of restenosis and angina post cypher stent implantation. Prior to enrollment the patient received two drug eluting stents to the right coronary artery (rca). Both stents were guidant. This is a (B)(6) female with medical history including angina, history of previous pci, current pci performed in same vessel, the target vessel previously revascularized, family history of coronary artery disease, unstable angina pectoris, history of peripheral artery disease, history of hyperlipidemia, history of hypertension, history of pvd/claudication, history of chronic pulmonary disease, history of smoking and acid reflux. The patient received four study stents to the same vessel, with in stent restenosis noted on one of original stents. A cypher ((B)(4)) stent was placed in the proximal rca to treat a 90% de novo lesion. Two cypher ((B)(4)/ lot 15065776 and (B)(4)/ lot 15071791) stents were implanted in the mid rca to treat the restenosis and a cypher ((B)(4)/ lot 15077636) stent was successfully implanted in the distal rca to a 80% de novo lesion. The procedure was successful and the patient was discharged the next day. Eleven months post procedure the patient needed another stent, plus angioplasty to the same vessel. In stent restenosis was noted in multiple areas. Sixteen months after enrollment in stent restenosis was noted in two areas in same vessel, resulting with angioplasty and another stent. (B)(6) months post index procedure the patient required another stent and angioplasty to the same vessel. Pt. Was found resistant to plavix and switched to effient in (B)(6) 2011. The cypher stents remain implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4) from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of four products involved with this event which is associated with MFR reports # 3003742446-2012-00049, 3003742446-2012-00050, 3003742446-2012-00051, and 3003742446-2012-00052.

Manufacturer narrative:
Additional info received on (B)(4) 2012. The patient underwent a ptca on (B)(6) 2012, revascularization to an unknown vessel. Per the investigator, the event resolved and it was not related to the index procedure, study stents or study drug. Additional info received on (B)(6) 2012. The mid rca and proximal rca were revascularized on (B)(6) 2012 and treated with des. Site reported that there was 90% in-stent restenosis on both stents. Additional info received on (B)(6) 2012. Cardiac cath report was received. Multiple stents with a high grade ostial stenosis and high grade mid stenosis were found in the rca. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered multiple events of restenosis and angina post cypher stent implantation. Prior to enrollment the patient received two drug eluting stents to the right coronary artery (rca). Both stents were guidant. This is a (B)(6) female with medical history including angina, history of previous pci, current pci performed in same vessel, the target vessel previously revascularized, family history of coronary artery disease, unstable angina pectoris, history of peripheral artery disease, history of hyperlipidemia, history of hypertension, history of pvd/claudication, history of chronic pulmonary disease, history of smoking and acid reflux. The patient received four study stents to the same vessel, with in stent restenosis noted on one of original stents. A cypher (cxs18350/ lot 15061331) stent was placed in the proximal rca to treat a 90% de novo lesion. Two cypher (cxs33350/ lot 15065776 and cxs13350/ lot 15071791) stents were implanted in the mid rca to treat the restenosis and a cypher (cxs18300/ lot 15077636) stent was successfully implanted in the distal rca to an 80% de novo lesion. The procedure was successful and the patient was discharged the next day. Eleven months post procedure, the patient needed another stent, plus angioplasty to the same vessel. In stent restenosis was noted in multiple areas. Sixteen months after enrollment in stent restenosis was noted in two areas in same vessel, resulting with angioplasty and another stent. Twenty one month's post index procedure, the patient required another stent & angioplasty to the same vessel. Pt was found resistant to plavix & switched to effient in (B)(6) 2011. Additional information was received stating that in (B)(6) 2012 the patient again suffered angina and restenosis. Angiography revealed 90% stenosis of the proximal and mid rca and the progress notes states instent restenosis. Both lesions were revascularized. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15065776 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Event description:
The email received for the (B)(4) study indicated that approximately one month post index procedure, the patient experienced syncope / chest pain. Multiple restenosis was found. The patient is a (B)(6) female who was admitted for unstable angina and was enrolled in the (B)(4) study for coronary artery stenting. Prior to enrollment the patient received two drug eluting stents to the right coronary artery (rca). Both stents were guidant. The patient received four study stents to the same vessel, with in-stent restenosis noted on one of original stents. A cypher (cxs18350/ lot 15061331) stent was placed in the proximal rca to treat an 90% denovo lesion. Two cypher (cxs33350/ lot 15065776 and cxs13350/ lot 15071791) stents were implanted in the mid rca to treat the restenosis and a cypher (cxs18300/ lot 15077636)stent was successfully implanted in the distal rca to a 80% denovo lesion. The procedure was successful and the patient was discharged the next day. Eleven months post procedure, the patient needed another stent, plus angioplasty to the same vessel. In-stent restenosis was noted in multiple areas. Sixteen months after enrollment, in-stent restenosis was noted in two areas in same vessel, resulting with angioplasty and another stent. Twenty one months post index procedure, the patient required another stent and angioplasty to the same vessel. Pt was found resistant to plavix and switched to effient in (B)(6) 2011.